Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 592 mg/dl. The customer treated with the pump. The customer also had blood glucose reading of 600+ mg/dl and was hospitalized for diabetic ketoacidosis. The customer had symptoms such as vomiting. The customer was treated in ICU for 2 days with fluids and IV drip. The customer also had no delivery alarm. The customer stated that the no delivery occurred during a bolus. The customer was advised to perform 5.0 unit fixed prime. The customer stated that insulin did exit. The customer was advised to return the set for analysis.